Event description:
A customer contacted beckman coulter inc. (Bci) reporting a leak coming from the wash concentrate around the valve bank area. No injury was reported.

Manufacturer narrative:
A field service engineer (fse) went on-site and found the valve had split tubing and repaired the part.